Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, all the body surface (bs) and intracardiac (ic) ECG signals disappeared when the ez steer thermocool sf navigational catheter was connected to the carto 3 system patient interface unit (piu). They also received an error message "caution, leakage current has been detected, immediately disconnect all catheter cables from the piu". The cable was exchanged with no resolution. The error disappeared when this catheter was disconnected. The catheter was exchanged and the procedure was completed. There was no patient injury reported. Upon request, additional information was provided on the event on (B)(6) 2014. The signal loss occurred on both the EKG and intracardiac signals on both the recording system as well as the carto 3 system at the same time. Leaks were not observed because, as workflow practice, the catheter cable was attached to the catheter before the coolflow tubing was connected to the catheter. It was when the catheter cable was connected to the ablation catheter, the signal loss occurred and the error appeared. When the catheter was disconnected from the ablation catheter, the signal issue was resolved and the error went away. They tried another ablation catheter cable and the problem persisted. When they exchanged the ablation catheter for a new one, the problem no longer occurred. Per the additional information received on (B)(6) 2014 stating that the loss of signals occurred on all the bs and ic recordings on both the carto 3 system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).